Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had unexpected restart each time after replacing the battery. The customer's blood glucose level was 10 mmol/l. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm as well as able to complete the insulin pump rewind. The customer reported that the alarm recurred after a battery change. The customer was advised to monitor insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).